Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital complaining of chest pain. Both undersensing and oversensing was noted on the right atrial (ra) lead. Ra lead remains in use. No further patient complications have been reported as a result of this event.